Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Eight events were reported for this quarter. Eight devices were received for evaluation. One event was duplicated during testing. One device was found to be affected by damaged internal components. Two events were not duplicated during testing; the device was found to be within specifications. Five events were not duplicated during testing; however, the device was outside specifications. Four devices were found to be affected by a worn component. One device was found to have non-stryker repairs. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes 8 malfunction events, in which the device overheated. Five events had no patient involvement; no patient impact. Three events had patient involvement with no patient impact.